Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed a portion of the tip and top thread broke off. The root cause is attributed to misuse. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. This transfers the load of the impact to the threads rather than the shaft. A two-year search of the complaint database did not identify a trend for a portion of the threads breaking off. The date code nt0109 indicates the instrument was manufactured in january of 2009 and is over 6 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the root cause of misuse no corrective action is indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Impactor tip broke while impacing cup into patient. Surgeon noticed when impactor was removed. Broken part was retrieved.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.